Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the threshold suspend alarm on the insulin pump kept going off. Customer stated that the sensor was reading 74 mg/dl when the blood glucose reading was really 101 mg/dl. No further information reported.